Event description:
Customer reported a no delivery alarm during bolus. The blood glucose reading is 244 mg/dl and earlier it was 66 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.